Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 3 february, 2025 and 5 february 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was no fluid flow through a small volume folfusor. It was observed that during therapy, the pump was not running. The device had been prepared with fluorouracil and sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.